Manufacturer narrative:
(Device codes): medical device problem code (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 49 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the distal tip (blue paint marker) was peeled consistent to the finding when the device was observed under magnification. Additionally, it was noted that the cutting wire was not damaged. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, it was found that the distal tip (blue paint marker) was peeled. Based on the condition of the device, the problem found could have been caused due to the interaction of the autotome rx with other medical devices. The cutting wire was not found broken. Based on all gathered information, it was determined that the investigation conclusion code for the reported complaint will be documented as no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h2 (additional information): section e has been updated based on additional information received on september 8, 2021. Block e1 (intial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Section e: this event was reported by the distributor. The physician is: (B)(6). Phone: (B)(6). (B)(6) hospital . (B)(6).

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the cutting wire of the autotome rx 49 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.